Manufacturer narrative:
One sample was returned for evaluation. The sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. The sample returned was tested using the hydrostatic vessel, and distillated water, to verify the correct functionality of the sample. The sample worked properly, fully priming and connected without difficulty, liquid flow through the whole device without interruptions, the sample had no present occlusion. Failure mode of occluded/blockage was not confirmed.

Manufacturer narrative:
B3: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed due to route blockage during priming. No patient injury was reported.

Manufacturer narrative:
While performing a review of the file there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File 3012307300-2024-06441 is no longer considered reportable, please disregard any reports associated with it.